Event description:
The surgeon reported that approx one week postoperatively, the pt presented with endophthalmitis. A vitreous tap/injection was performed on (B)(6) 2014 and a vitrectomy was performed on (B)(6) 2014. The etiology is unk at this time. Additional info has been requested.

Manufacturer narrative:
The device remains implanted in the pt and is not available for eval. No device identifiers are available at this time endophthalmitis is listed in the device labeling as a known inherent risk of cataract and glaucoma stent surgery. (B)(4).